Manufacturer narrative:
Correction information was provided in h11. Correction: FDA product problem code a040603 was removed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the haptic was bent. Additional information was received and stated, the lens never got folded. There was no patient contact and no patient harm.